Event description:
The initial reporter stated they received discrepant results for one patient tested with coaguchek xs professional meter (B)(4). A sample from the patient was tested using the meter, resulting in a value of 3.5 inr. Within 15 minutes of meter testing, a venous sample collected from the patient was tested in the laboratory using an unknown method, resulting in a value of 2.3 inr. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is once every two months.

Manufacturer narrative:
The customer's test strips were requested for investigation and replacement product was sent to the customer. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."